Event description:
Tech alleged that the pt left side rail would not stay up.

Manufacturer narrative:
Tech found this was due to a bent protection plate. Tech straightened the plate and the side rail was able to be latched in the upright position.